Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not supplied by the customer. There is no indication the troponin I (accutni+3) reagent was returned for evaluation. Device lot, expiration and manufacture date were not supplied by the customer. In conclusion, the cause of the troponin I (access accutni+3) results cannot be determined with the supplied information. (B)(4).

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result on their access 2 immunoassay system, serial number (B)(4) for one (1) patient sample. The sample from the first patient (designated as patient (1)) was reanalyzed two (2) times using the same access 2 immunoassay system. The results were two (2) results within the assay's normal range. The customer stated the access accutni+3 results were not reported from the laboratory. The customer stated there was no change or impact to patient treatment in association with the access accutni+3 results. The samples were collected in a serum separator tube. Centrifugation information not provided. There were no quality control (qc), calibrations or system checks for review. The customer stated that quality control (qc) recovery and system checks have been within the customer's established ranges.